Event description:
It was reported that a varying right ventricular (rv) shock morphology was observed on the electrocardiogram (egm) of the patient with this rv lead. Technical services (ts) expressed that the last right ventricular auto threshold (rvat) was 2.3 volts; however, clinical stated that two days before the threshold was 0.7 volts. Ts discussed that this could possibly be rv loss of capture (loc) or fusion. To perform more tests on the patient was recommended. No adverse patient effects were reported. This device remains in service.